Manufacturer narrative:
The customer declined to return the subject bflex 2 large 5.8 single-use bronchoscope to verathon for evaluation as it is being retained by the facility. A photo was provided to verathon which shows the distal end of the bronchoscope's outer sheath deteriorated/frayed. Verathon has made multiple follow-up attempts to the customer for additional information regarding the event including patient status and device use-related information in attempt to investigate potential cause. To date, no further information has been made available, however, the facility reported they continue conducting their own internal review of the event. Review of complaint history for the reported lot number "kt251404" did not identify any previous complaints reported to verathon. Review of the device history record for the reported lot number found no anomalies or deviations that could have contributed to the reported event. Trending analysis for bflex 2 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that a patient was intubated using a bflex 2 large 5.8 single-use bronchoscope with a 7.5 mm endotrachial tube. After the intubation, the bronchoscope was removed from the patient and the white coating on the tip of the bronchoscope appeared to have frayed off. A subsequent bronchoscopy was then performed on the patient to remove the pieces that fell off in the lungs. No harm to the patient was reported.